Event description:
Caller (customer's daughter) reported that customer's adc meter is not turning on when the button is pressed or upon test strip insertion (blank screen issue). Caller noted that this issue started after the battery change on the "week commencing (B)(6) 2012". Caller further reported that on (B)(6) 2012 at 12:05 pm customer experienced symptoms that were described as "felt unwell" and therefore "pressed (her) emergency panic red button", however "nothing had been done by the responders". Caller also reported that customer "collapsed". It was further reported that later at 1:30 pm customer's son-in-law went to see the customer and found customer "on the floor", having experienced a loss of consciousness. Customer's son-in-law treated customer with glucose gel orally and a drink that "was maybe milk or fruit juice". No third-party medical intervention was reported. There was no report of death or permanent impairment associated with this medical event.

Manufacturer narrative:
The reported meter was returned and investigated with retained test strips. The returned meter powered on with button press and strip insertion. No new issues were observed. Blank screen was not observed. The complaint is not confirmed.

Manufacturer narrative:
This is an initial report. The products have been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. (B)(4).